Manufacturer narrative:
(B)(4). Concomitant medical products: m2a 38mm mod hd # item 11-173661 lot 560810, m2a-38 cup item #15-106060 lot 975900. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02872, 0001825034 - 2019 - 02873.

Event description:
It was reported that the patient underwent a hip revision approximately 10 years post implantation due to pain. During the surgery, fluid was noted.